Event description:
The user stated he received sodium results for two pt samples which did not recover well upon repeat testing. Upon eval, the results for one pt were discrepant. The initial result from the integra 400 was 130 mmol per l. The sample was then tested on the integra 800 with a result of 143 mmol per l. The user then calibrated the integra 400 and ran qc which was acceptable. The user then repeated the sample on the integra 400 with a result of 142 mmol per l and on the integra 800 with a result of 141 mmol per l. The results from the integra 800 were reported. The field service representative determined the mix and dry settings were misadjusted and adjusted the pressures. To verify the analyzer operation, he ran calibration, qc and precision testing.